Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set was leaking lipid from port 2. This was observed during compounding prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d4: expiration date: 11/30/2024 (previously submitted as ni). H4: the lot was manufactured between march 28, 2022 to march 29, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.